Manufacturer narrative:
Concomitant medical product: d224drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. It was additionally reported by the patient they thought they were going to die and this has caused them anxiety. The lead was reported to be fractured and had high pacing impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.